Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to glucose meter values on (B)(6) /2014. At the time of the call with dexcom technical support, patient did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). The complaint device was not returned for investigation. However, data was received and downloaded on (B)(4) 2014. A review of the downloaded data log confirmed the reported event of inaccurate blood glucose values.